Event description:
On (B)(6) 2024, the autopulse platform (sn (B)(6)) displayed fault 27 (encoder fault) during service. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn (B)(6) ) displayed fault 27 (encoder fault) during service. The root cause of the fault code was a defective power distribution (pca) board. Upon replacing the defective power distribution (pca) board, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).